Manufacturer narrative:
The device remained in clinical use with other patients until (B)(6) 2020, until the device was removed from service from the biomed for device evaluation. A philips field service engineer (fse) went to the customer site and checked the red alarm function on the monitor. The fse confirmed the equipment triggers all red and yellow ECG alarms and was not able to confirm the alarm failure as reported. The device was tested for several hours and there was no observed malfunction. Although philips cannot rule out a malfunction, there is no data to support that a conclusion is available, therefore no conclusion can be determined. The fse was not able to reproduce the alarm failure as reported by the customer. Based on the information provided, the device was working as designed, as it alarmed when it was tested. The device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported on (B)(6) 2020 at approximately 07:00 pm, their intellivue mp30 patient monitor failed to alarm for an asystole event. The patient died.